Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, pinhole leak occurred during dilation between 10mm to 12mm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.